Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime, everolimus eluting coronary stent systems instructions for use (IFU) as known patient effect(s) of coronary stenting procedures. Although a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The lot history record (lhr) was reviewed for the reported lot and there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4)

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified and 95% stenosed distal left anterior descending artery. A 1.2 x 12 mm unspecified balloon catheter was used for pre-dilatation. A 2.5 x 28 mm xience prime stent was deployed when a proximal edge dissection occurred. A 2.75 x 12 mm xience prime stent was used to seal the dissection. There was no clinically significant delay in the procedure. No additional information was provided.